Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed. The archive data review indicated several ua45 error messages around the reported complaint date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus confirming the reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following, this the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Zoll is awaiting customer approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The customer was unable to clear the error message. No patient involvement.